Event description:
It was reported that a dexcom g7 sensor provided glucose readings on the dexcom app and receiver but failed to pair with the ilet, prompting prompts on the ilet to connect cgm or enter bg and to replace or stop the sensor; the user intermittently entered bg values manually and administered subcutaneous insulin with reported glucose values in the 180¿230 mg/dl range, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.